Event description:
Carbon fiber is splintering . Case type: tka.

Manufacturer narrative:
Reported event: it was reported that carbon fiber is splintering. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 32 devices were manufactured and 31 devices were accepted into final stock on 07/13/2017. A review of qt17-07-0035 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201743072001, shows 01 additional complaints related to the failure in this investigation. Complaint pr:1889167. Conclusions: ¿per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Carbon fiber is splintering. Case type: tka.